Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as an extremely short conical neck; mild to moderate tortuosity, calcification dispersed throughout; aortic neck angulation of approximately 25 degrees. It was reported that the patient experienced a large systolic spike and the bifurcated stent graft moved down, probably due to the extremely short conical neck. The physician then implanted a 36x26x49 endurant cuff and there was no evidence of endoleak. No further clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4). Evaluation, results: (stent graft misplacement). Results/conclusions: (short conical neck).